Event description:
The company rec'd a report where it was claimed that the product's cuff would inflate on its own during pt use. The caller could not confirm part numbers or lot for any of the alleged deficient parts. Additionally, the caller reported that the same deficiency occurred during user on four different pts and in all four case extubation and reintubation of the replacement tube was required. The caller could not confirm what replacement tube was used but replacement was successful without incident to the pts.

Manufacturer narrative:
The caller reported that one sample will be made available for investigation. Additional samples have been discarded. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.